Event description:
On 22-sep-2025 the user reported they were unable to unlock their ilet device. The user initially believed the issue was software-related and verified through the mobile app that both the firmware and ilet mobile app were up to date. Upon further inspection, the user noticed what appeared to be a small scratch on the touchscreen, although they did not believe it was cracked. Despite this, the touchscreen did not respond to touch or unlock gestures. The agent confirmed that the device was nonfunctional and arranged an overnight replacement. The user reported no injury and confirmed blood glucose was unaffected.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.